Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). Device eval by MFR: the returned product consisted of an eluvia stent delivery system. The outer shaft, mid-shaft, proximal liner and the remainder of the device were checked for damage. Visual examination showed buckling/kinked damage at the nosecone. The inner liner showed a kink located approximately 10cm from the tip. The pull handle was extended to the maximum length. No handle damage was noticed. The stent was not in the device when received. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the stent partially deployed. A 6x120x130 cm eluvia self-expanding stent was selected for use in the superficial femoral artery (sfa). The target lesion was a chronic total occlusion (cto) which was moderately calcified and tortuous and stenosis was 100%. A contralateral antegrade approach was used to deliver the stent delivery system to the lesion. As the stent was deployed, the thumb wheel was stiff and a loud rattling noise was heard. The thumb wheel was turned all the way, but the last 2cm of the stent were not deployed. The pull grip was used to complete the deployment. The stent extended approximately 12cm. A cine image revealed that stent strut at the beginning of deployment was irregular. The deployed stent length was not sufficient. An additional eluvia stent was required to be used. The procedure was successfully completed without any patient complications.

Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. Initial reporter address 1: (B)(6).

Event description:
It was reported that the stent partially deployed. A 6x120x130 cm eluvia self-expanding stent was selected for use in the superficial femoral artery (sfa). The target lesion was a chronic total occlusion (cto) which was moderately calcified and tortuous and stenosis was 100%. A contralateral antegrade approach was used to deliver the stent delivery system to the lesion. As the stent was deployed, the thumb wheel was stiff and a loud rattling noise was heard. The thumb wheel was turned all the way, but the last 2cm of the stent were not deployed. The pull grip was used to complete the deployment. The stent extended approximately 12cm. A cine image revealed that stent strut at the beginning of deployment was irregular. The deployed stent length was not sufficient. An additional eluvia stent was required to be used. The procedure was successfully completed without any patient complications.